Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via (B)(6) with episodes atrial lead noise. The patient would be brought in for further troubleshooting. No intervention had been reported. No additional information was available.